Event description:
It was reported that high hvb impedance (>200ohms) observed. The lead was explanted, returned, and subsequently tested out of specification. No patient complications were reported as a result of this event. A 3500 was received and further reported that the "device began making noise, patient experiencing chest pain."